Event description:
The customer reported the pca tubing was leaking at the white hub where the fluid line connects to the pca line. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.